Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter on the cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported with the use of the bd vacutainer® precisionglide¿ multiple sample needle there was an issue with foreign matter. It was stated ¿after opening the IV shield and before use, the customer found white foreign matter on the needle cannula.¿ there was no report of injury or further medical intervention.